Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the bubble sensor detector. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector was defective during procedure. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow up communication, livanova learned that the reported issue was related to the bubble sensor insert that got detached from the lid. In detail, the small black plastic disk fell out of the detector. Therefore, based on the information received, the event has been re-assessed as not reportable since this type of issue is promptly detectable by the user and it is unlikely to cause patient injury. The bubble sensor is manufactured by a supplier, who has been notified to address this specific failure. Following the sensors' investigation, the supplier introduced a primer into the gluing process to prevent the insert from detaching. The sensor was manufactured before the corrective action implementation, indeed for 3/8 x 3/32 bubble sensor the first serial number manufactured after the introduction of the primer is (B)(6). This involved serial number is instead (B)(6). Based on the above information, the reported failure has been traced back to a faulty supplied component.